Event description:
It was reported that the table on the 2600 system would not work and the monitor would flicker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.